Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported, "I have one of your total knee implants. Done with the robot assist. In april of this year it will be two years old. It worked well for a bit but then started going backwards. I now have pain, swelling, its warm to touch, and am becoming less able to do things. Example being, I can't climb stairs or descend stairs any more. Please point me in the direction of a revision."